Event description:
Note: the (B)(4) adjudicated the incident to be device related on (B)(4) 2010. Subject was enrolled in (B)(4) study. The subject was enrolled (B)(6) 2009 when a diagnosis of an unruptured aneurysm was made. CT scan done on (B)(6) 2009, showed no signs of ischemia or hemorrhage. The subject's mrs was 1. The subject was treated on (B)(6) 2009. The large, regularly shaped aneurysm of the left termino carotid was 11x11x9mm. Two coils were placed with balloon assistance. Add'l coil could not be safely inserted due to the wide neck mca and aca. Procedure was abandoned with residual filling of the aneurysm. The study investigator converted subject to clipping. An mra performed on (B)(6), 2009 showed the partially coiled aneurysm and diffusion abnormalities consistent with chronic and acute ischemic changes in the left hemisphere. Mrs at discharge was 1. Clipping procedure was performed on (B)(6) 2010 and the subject's mrs remained at 1 at second discharge on (B)(6) 2010.

Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the exact root cause of the problem reported could not be determined. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.